Event description:
It was reported that the patient was hospitalized with elevated blood glucose levels and dka.

Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned an investigation will be conducted and a supplemental report will be filed. The patient's hcp attributed the patient's elevated blood glucose to an ear infection. No conclusions can be made at this time.